Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the devices were not used anymore. The physician stated that the stimulator was not making the patient¿s pain worse but that the patient found the sensation bothersome and concluded that it would be best to remove it. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's spinal cord stimulator has not been working and the pain was getting worse. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s spinal cord stimulator has not been working and the pain was getting worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.